Event description:
It was reported by the pt that an angio-seal was used to seal the arteriotomy post cardiac catheterization. The pt was placed on a new medication which caused him to experience hot flashes, sweating, flu-like symptoms and leg pain. The medication was stopped after 11 days due to the pt's reaction. The symptoms continued after the medication was discontinued. The pt went to the hospital emergency dept and was hospitalized overnight. Lab work was initiated on the pt and an ultrasound was performed which revealed no anomalies. The physician does not think that the pt's symptoms are related to the angio-seal. The pt will f/u with his physician. No more info was available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states that potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal device pt's information guide, which the pt is instructed to carry with them for 90 days, states some bruising or discomfort is common during the healing process after intravascular procedures; however if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.